Event description:
Consumer reported via e-mail that a piece of metal had fallen out of the brush head while brushing. No injury was reported.

Manufacturer narrative:
13-may-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via e-mail that a piece of metal had fallen out of the brush head while brushing. No injury was reported.